Event description:
The manufacturer received information alleging "equipment showing monitoring failure" condition occurred. There was no harm or injury reported. The information was duplicated due to flow sensor failure according to fco alert 003. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging "equipment showing monitoring failure" condition occurred. There was no harm or injury reported. The information was duplicated due to flow sensor failure according to fco alert 003. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, no significant error codes were found in the ventilator's downloaded error log. The exhalation flow sensor was replaced following the recommendation of fco 003 to address the issue.